Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse noticed the insulation on a pump panel wire harness was worn out due to repeated friction against the frame during opening and closing of the pump panel door. The cse repaired the harness with approved heat shrink material, and routed the harness appropriately to prevent future damage. A siemens headquarter support center (hsc) specialist concluded that the cause of the smoke and burning odor was due the damaged wire harness making contact with the instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported smoke and burning odor were emitted from a dimension exl with lm instrument. There are no reports of injury to staff, damage to property, or impact to patient samples.